Event description:
It was reported that one extension leg of tryalysis was collapsed and kinked. It happened right after opening the clamp during insertion procedure.

Manufacturer narrative:
H6: investigation summary: the complaint of a kinked extension leg is confirmed but the exact cause remains unknown. Three photo samples of a powertrialysis catheter were provided for evaluation. The first photo sample shows the extension tubing attached to the red hub. A kink in the tubing is visible near the proximal end. Red fluid is present within the tubing and residue is visible on the outer surfaces. The clamp is visible on the distal end of the tubing but cannot be clearly observed. The second photo shows the same kink shown in the first image. The third sample shows the device within a plastic bag outside of patient use. The kink shown in the first two images is visible and an additional bend is also present. Based on the description of the reported event and photo samples provided, possible contributing factors include manipulation of extension leg during use and repeated clamping location. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Since the extension tubing of the catheter was observed to be kinked, the complaint is confirmed but the exact cause remains unknown. H3 other text : see h.10.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz1756 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that one extension leg of tryalysis was collapsed and kinked. It happened right after opening the clamp during insertion procedure.